Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used to resect the lung parenchyma during lobectomy, when at the fourth firing, the staple did not advance to the tip and firing became unable to be performed during the suture length. In addition, some unformed staples were collected from the thoracic cavity. Same issue occurred on another stapler. Another device was used to complete the case. There was no patient injury.